Manufacturer narrative:
An event of stenosis was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On an unknown date, an aortic valve replacement (avr) was performed and this trifecta valve (model and serial unknown) was implanted in the patient's aortic position. Approximately 3 to 4 months ago, re-do avr was performed due to severe aortic stenosis (as) and this valve was explanted and replaced with an unknown valve. The explanted valve was discarded in the hospital and will no longer be returned for investigation. No further information is expected to be received for this event.